Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced abdominal pain, nausea, vomiting, dehydration, generalized pain, constipation, recurrence, scar tissue, mesh balled up, small bowel obstruction, defective device, scarring, mental pain, permanent impairment, and loss of enjoyment of life. Post-operative patient treatment included open hernia repair, additional mesh implanted, revision of mesh, and six day hospitalization.